Event description:
Due to user error, a pt being treated on the model 3100a was administered 100% oxygen instead of a smaller amount. This was not realized until the pt was subsequently placed on another type of ventilator and arterial blood gas results showed very high po25. The final outcome of this pt's condition is not expected to be known for 7 weeks, according to the users.